Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. No further investigations planned as the device was reportedly discarded. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon scanning the adc device, no message appeared and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with a third-party (colleague) who provided cola (sugar) for customer to self-treat. There was no report of death or permanent impairment associated with this event.